Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and delayed by 10sec and completed by using the same system. The philips field service engineer (fse) inspected the system on site and confirmed that system failed to produce x-rays. Upon troubleshooting fse found that generator was busy and the system was not able to perform generator due to the small filament current stability. To resolve this issue, fse replaced hivo (high voltage transformer). The defective part was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.